Event description:
It was reported that the cot fastener is out of adjustment causing the cot not to stay engaged in fastener while ambulance is in motion.

Manufacturer narrative:
It was originally reported that this device was manufactured by stryker. Upon further investigation it was identified that this device was manufactured by ferno. Stryker is not responsible for the complaint investigation or MDR decision and reporting for this event because this device is not manufactured or sold by stryker.

Event description:
It was reported that the cot fastener is out of adjustment causing the cot not to stay engaged in fastener while ambulance is in motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.